Manufacturer narrative:
It was reported that the patient suffered a cardiac arrest and resuscitated after the amulet implant procedure. A tte showed the amulet had embolized in the left ventricle. There was no intervention performed due to the age of the patient. Reportedly, the patient passed away in the intensive care unit. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Still echocardiogram images and fluro images provided by the field were reviewed. There were reported difficulties with lobe anchoring and a large flared left atrial appendage (laa) ostium was noted on CT imaging. Based on the information available, the exact cause of the reported event could not be conclusively determined. It is possible that the operational difficulties (difficulties with lobe anchoring) may have contributed to the device embolization. The reported cardiac arrest and patient death appears to be a cascading effect. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The sizing of the device was determined by computed tomography (CT) pre-operative, confirmed with transthoracic echocardiogram (tee) during implant. The left atrial pressure was above 12mmhg. The physician tried to implant the amulet deeper, but it was not possible to stay in the antero-superior lob with a good axis. The amulet was implanted but there was a small contact between disc and lob and the device was well compressed, with roman helmet shape. After the procedure, the patient suffered a cardiac arrest and resuscitated. A tte performed and showed the amulet was embolized in the left ventricle. There was no intervention performed due to the age of the patient. The patient was reported in the intensive care unit and passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.